Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable low etoh2 ethanol gen.2 result for one patient sample. The initial result was reported outside of the laboratory as 10.0 mg/dl with a data flag. The patient was redrawn and the result was 218 mg/dl. On (B)(6) 2018, the customer retested the original sample and the result was 298 mg/dl the customer decided to repeat all testing performed on the sample and the etoh result was 304.4 mg/dl. Other results that were discrepant upon repeat testing were: alt initial result was 52 u/l and repeat result was 31 u/l. Glucose initial result was 110 mg/dl and the repeat result was 78 mg/dl. Potassium initial result was 3.2 mmol/l and the repeat result was 5.0 mmol/l. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The etoh reagent lot number was 29448701 with an expiration date of 30-jun-2018. The other reagent lot numbers and expiration dates were requested but were not provided. The field service representative suspected there was a partially occluded sample probe and replaced it. The customer ran calibration and qc with results within the specifications.